Event description:
It was reported that the balance middleweight elite guide wire was advanced in a very tortuous, heavily calcified, distal left anterior descending artery (lad) lesion. The guide wire was torqued during use, however there was no resistance during advancement. The device was used successfully to complete the procedure and was withdrawn from the anatomy without resistance. After withdrawal from the anatomy, the guide wire was not separated into two pieces, however the tip appeared unraveled. There was no clinically significant delay to the procedure. There were no ill effects to the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stretched tip coils were confirmed and a core separation was noted. Based on a visual inspection and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.